Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the non calcified and moderately tortuous proximal left anterior descending (lad) artery. The 15mm x 3.5mm quantum maverick monorail balloon catheter was advanced to the lesion for treatment and the balloon ruptured at about 12 atms during inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.